Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated atrial oversensing. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced a polarity switch for low impedance and possible oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.